Event description:
A tandem mobi cartridge alarm was reported by the caller after successfully loading the cartridge, with cartridge alarm 34 confirmed during troubleshooting. There was no adverse impact to the customer¿s blood glucose level. The customer had previously experienced similar alarms with this pump and was advised to use mdi as backup therapy. Tandem technical support decided to replace the pump, provided instructions for storage mode and return procedures, and confirmed shipping details. The customer understood and acknowledged all instructions related to receiving the replacement pump.